Event description:
It was reported that the biomed needed help troubleshooting arctic sun device with calibration error 80 (water check time out - unable to reach calibration temperature). Per tech support/biomed troy via phone (B)(6) 2023 it was reported that the device needs a pump. He has ordered a pump and is waiting for it to arrive. All available information has been received. An additional follow-up is not needed. Per follow up call with biomed troy on (B)(6) 2023, the mixing pump was replaced and fixed the issue.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to a failed mixing pump. Per additional information received, the device needs a mixing pump. Biomed has ordered a mixing pump and is waiting for it to arrive. All available information has been received. All good faith attempts have been made to obtain additional information. The outcome of the repair cannot be determined at this time. In the event that information regarding the outcome of the repair and the status of the device is received, this record will be reopened to update the investigation. The DHR is not required as the device has undergone previous servicing and therefore the reported issue is not manufacturing related. Based on the results of the investigation, no additional actions are needed. The labelling review is not required as the the complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device was not returned.